Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the patient underwent a repair of left deltoid ligament, repair of left ankle syndesmosis disruption, removal of hardware of the left ankle and left ankle medial displacement calcaneal osteotomy due to unstable syndesmosis, with deltoid ligament instability, and valgus ankle in patient with previous orif of weber b fracture. Intraoperatively, initial fibulink did not engage and reduce the syndesmosis. A second fibulink was used as well as syndesmotic screw. Anatomic reduction was obtained. It is unknown if there was a surgical delay reported. The procedure and patient outcome were unknown. No further information is available. This complaint involves one (1) device. This report is for (1) fibulink® syndesmosis repair kit/ss. This is report 1 of 1 (B)(4).